Event description:
Tip broken when tightening screw. Additional information received from the sales representative on (B)(6) 2009. A male pt underwent primary fusion surgery on unk levels on an unk date. Sometime after the surgery, the pt experienced some back pain. The fusion surgery was successful, the product functioned as intended so the pt underwent revision surgery to remove the construct. The hardware was difficult for the surgeon to remove and the shaft and prongs on this incompass universal driver bent. The surgeon was finally able to remove the hardware with the damaged drivers. There was minimal surgical delay and no harm to the pt. These malfunctions have been associated with an adverse event in the past.

Manufacturer narrative:
Device is an instrument and not implantable. Requests have been made for return of product. Evaluation is pending upon completed investigation of the product. Device manufacture date is unk.